Event description:
Adhesive issues where the adhesive comes apart from the sensor. Pt. Noticed it with a certain batch and multiple refills from the same batch #6155293. Pt. Contacted mfg. Multiples times.